Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the exact cause is unknown. Two photographs of an accucath ace were returned for evaluation. An initial visual observation of the photographs shows an accucath ace with a bent needle. The bend in the needle appears to have prevented full activation of the safety mechanism. The guidewire appears to also be bent slightly. No use residue is observed on the sample in the returned photograph. While a bend in the needle of the device could be seen, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that needle bent when taken out of package. Guide wire would not retract, needle would not retract when safety button was pushed. Device was not used on a patient. No other information was provided. 04/09/2024 - the returned device exhibited a bend in the needle and a bent guidewire.